Manufacturer narrative:
The olympus field service engineer (fse) advised customer that the cable was connected to the wrong output of the processor. The fse connected the cable in the correct position to resolve the issue. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed by the olympus field service engineer (fse), that the video system center had no image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. This supplemental report is to inform that there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch inadvertently reported that the video system center had no image. However, the issue was with the 3d image and not the 2d image. The customer was still able to view 2d images. A field service engineer (fse) was on-site and found the customer had the cable in the wrong position. Once the cable was corrected to the correct position, the 3d image was displaying. Per the legal manufacturer, this issue with the 3d image is not likely to cause or contribute to death or serious injury if the malfunction were to recur.